Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that both pull wires broken, clevis bent and washer tail bent. The fractured part of the pull wires were sent for material analysis which determined that the components did not present any material anomalies and the fracture occurred due to shear stress overload. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint; pull wire broke. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00204, and 3005099803-2011-00366 address these devices. It was reported to boston scientific corporation that two radial jaw 3 pulmonary single-use biopsy forceps were used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the procedure, the first device was advanced into the patient. However the jaws would not open. The device was removed and another device was inserted into the patient, however, the jaws of this device would also not open. Additionally it was reported that "wires" were observed protruding from the side of the device in the space between where the catheter and the jaws of the device meet. It is unknown if the jaws of either device ever opened, or if a specimens were obtained. Each device was removed from the patient without difficulty and the procedure was completed with a third radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00204, and 3005099803-2011-00366 address these devices. It was reported to boston scientific corporation that two radial jaw 3 pulmonary single-use biopsy forceps were used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the procedure, the first device was advanced into the patient. However the jaws would not open. The device was removed and another device was inserted into the patient, however, the jaws of this device would also not open. Additionally it was reported that "wires" were observed protruding from the side of the device in the space between where the catheter and the jaws of the device meet. It is unknown if the jaws of either device ever opened, or if a specimens were obtained. Each device was removed from the patient without difficulty and the procedure was completed with a third radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event.